Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised due to dislocation. A head, liner, and screw were implanted.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised due to dislocation. A head, liner, and screw were implanted.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. A review of the provided or x-rays by a clinical consultant indicated: there are two post event x-rays of poor quality but component position appears rather adequate as far as it is possible to evaluate on these x-rays. Hip offset appears relatively small. Low hip offset may contribute to bone impingement with instability as adverse outcome. Some patients have however a low native offset and thus such a conclusion cannot be drawn without valid comparative x-rays prior to surgery or with left/right comparison. No other clinical information is available to determine potential contributing factors to the instability. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. As indicated by the clinician: there are two post event x-rays of poor quality but component position appears rather adequate as far as it is possible to evaluate on these x-rays. Hip offset appears relatively small. Low hip offset may contribute to bone impingement with instability as adverse outcome. Some patients have however a low native offset and thus such a conclusion cannot be drawn without valid comparative x-rays prior to surgery or with left/right comparison. No other clinical information is available to determine potential contributing factors to the instability. Instability is either caused by component malposition, not obvious currently. Other factors may be patient-related or procedure-related regarding soft tissue conditions around the hip but these require more clinical information to evaluate. As such can this case not be solved with the current information although device-related factors never play a role in dislocation failure scenario. The exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.